Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07665. It was reported that during implant, the helix of the right ventricular lead was partially extended right out of the packaging. Then when placed inside the body, the helix had difficulty retracting, and then when it was eventually retracted, would not extend. In addition, the guidewire kept getting stuck in the left ventricular lead. As a result, both leads were removed and replaced during the initial implant procedure. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the helix of blood/tissue, the helix was able to extend and retract. The extended helix was found to be within product specification. The cause of the reported event of helix extension and retraction failure was isolated to the helix being clogged with blood/tissue.